Event description:
The customer reported that the sensor pad has spots that are not triggering the alarm while in use on a pt. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Results - eval of the returned product found that the sensor pad has areas that are not triggering the alarm to sound. The pad also has folds and creases in it. Note: posey's instructions for use has a warning label on the product stating "do not roll, fold, crease or bend pad this may cause damage and will void warranty". (B)(4).